Event description:
During a post-operative check, high impedance on the right atrial (ra) lead was observed. The lead was disconnected and reconnected to the implantable pulse generator (ipg) but the connection was loose. A setscrew issue was suspected. The lead was connected to a new ipg and impedance measurements were normal. The old ipg was removed and new ipg implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analysis found no anomalies. (B)(4).